Manufacturer narrative:
Additional information is not available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported through the filing of a lawsuit that alleged "since his left hip revision, patient has experienced six dislocations of his left hip arthroplasty. He must wear a brace when performing any physical activity to decrease the chance of dislocation."